Manufacturer narrative:
The instrument associated with the reported event was not returned. The initial reporting states patient x-rays were not available. Follow-up attempts were made to obtain medical records. No medical records were provided. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
The anterior corail/trilock stem inserter broker during implantation of stem. The nipple tip broke off. The tip that broke off was lodged in the stem and could not be retrieved without removing the stem. The surgeon was not concerned with the piece still in the stem. Piece left in patient. No surgical delay.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.